Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -9.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise. This exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).